Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an adverse event of ¿intra and extracapsular rupture of the right silicone implant¿ and ¿silicone infiltrated right axillary lymph nodes which correspond to the site of the palpable lump". Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, the device was broken shell and red particles material on the shell/gel. Unable to confirm, if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.